Event description:
A report was received that during a lead revision procedure due to ineffective therapy, the physician revised the ipg to a more comfortable position. Nothing was implanted or explanted the patient is reportedly doing well.